Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to lower her blood glucose level with a bolus but was unable to. She changed out the reservoir, site, and insulin but her blood glucose level was still high. The customer delivered a manual injection, that lowered her blood glucose. Customer's blood glucose level was 485 mg/dl. The customer had a reaction and her husband placed the insulin pump on suspension mode. The high pressure test passed. The device was not returned.